Manufacturer narrative:
(B)(4) as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized for the event. The cause of the event and treatment details was not reported. Dianeal and extraneal therapies remained ongoing. On an unreported date, the patient was discharged from the hospital. The patient's recovery status and outcome of the event were unknown. No additional information is available.